Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced an ¿on-off phenomenon¿ beginning in (B)(6) mar. It was noted, the patient wanted their device reprogrammed at the time of report. Additional information stated that no malfunctions were seen and no interventions were planned or taken. It was noted the patient was to be reprogrammed at the hospital. A supplemental report will be filed if additional information is received.